Event description:
It was reported that during a procedure involving the venaseal closure system, the patient experienced a hypersensitivity reaction a pproximately 2-14 days post-op. The reaction included swelling, skin irritation, itching, rash, and blisters, occurring near the access site within 5cm. The procedure involved treatment of the great saphenous vein (gsv) in both the right and left peripheral veins, with a moderate degree of tortuosity noted. Although more than one leg was treated, the reaction was present in only one leg. The patient went to the emergency room and received medical intervention, including intravenous steroids and benadryl, as well as ativan and xanax administered orally. The issue was still present at the time of reporting. There were no challenges or deviations relatedto location of catheter tip prior to initial delivery of adhesive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.